Event description:
It was reported that the patient experienced increased severe spasticity and pain in her back and legs. There was a seroma present around the pump and near her back incision. The catheter was replaced. The medication being delivered via the device was lioresal.

Manufacturer narrative:
(B)(4).